Event description:
It was reported that a pt underwent an episiotomy repair procedure after normal labor on (B)(6) 2010 and suture was used. During the procedure, the surgeon used suture to sew the mucous membrane and muscle. Ten days post-operatively, the "cuticle" opened. The surgeon used potassium permanganate to treat. The pt is now doing fine.

Manufacturer narrative:
(B)(4). (B)(4). Wound dehiscence. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplement 3500a form.